Event description:
It was reported that the hospital had cannulated a patient at the bedside for peripheral va ecls. For approximately the first two hours, the circuit did not have any issues. Then without any manipulation, all 3 pressures (pven, pint, part) as well as the t-art stopped reading. The hospital tried switching the sensor cable out from another machine, but the issue did not resolve. The cardiohelp was exchanged during treatment. The pressures were reading for the first hour on the new cardiohelp and then again without any manipulation, the new cardiohelp stopped reading all 3 pressures as well as the t-art again. This seems likely that the circuit is the culprit due to it not working on two separate cardiohelp units. This issue started about 2 hours after patient was initiated on circuit. The patient remained stable throughout this time. The machine always displayed rpms as well as flow. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the hospital had cannulated a patient at the bedside for peripheral va ecls. For approximately the first two hours, the circuit did not have any issues. Then without any manipulation, all 3 pressures (pven, pint, part) as well as the t-art stopped reading. The hospital tried switching the sensor cable out from another machine, but the issue did not resolve. The cardiohelp was exchanged during treatment. The pressures were reading for the first hour on the new cardiohelp and then again without any manipulation, the new cardiohelp stopped reading all 3 pressures as well as the t-art again. This seems likely that the circuit is the culprit due to it not working on two separate cardiohelp units. This issue started about 2 hours after patient was initiated on circuit. The patient remained stable throughout this time. The machine always displayed rpms as well as flow. The patient was kept in the circuit for the entirety of the support case. The pressures started reading again and only the t-art wouldn't register. The customer put the cardiohelp into the co2 removal thapp that doesn't measure the arterial temperature so they were able to get around the failure. The patient remained stable and was able to successfully be weaned off of support. On 2024-08-02, it was informed that the customer has adopted the practice of priming hls circuits and gives them a 30 day expiration date following priming. They did not record when this circuit was primed. It was sometime in the 30 days previous to the circuit being used on the patient, but exact amount of days primed before use was not recorded. The failure occurred during treatment. No harm to any person has been reported. A pressure reading failure can lead to a pump stop, if the intervention is set by the user, besides a cardiohelp exchange was done during treatment. Therefore, a report is needed. The affected hls set was investigated in the getinge laboratory on 2024-07-23 with the following conclusion: during the visual inspection of the complaint sample, traces of corrosion were observed in the sensor housing, and on the temperature sensor, which indicate electrochemical corrosion of the electronic components. This type of corrosion occurs when an electrolyte such as saline solution or priming liquid in general, and an electrical voltage is applied, which accelerate the corrosion process. The sensor housing showed no leaks during the test. During functional testing, a failure of the temperature sensor was observed, and the test revealed abnormalities in the pressure sensors (drift). The exact root cause is electrochemical corrosion in the sensor area of the blood outlet connector, which caused the failure of the tart temperature sensor, and the pressure sensors, most likely due to ingress of an electrolyte, primarily priming fluid, which most likely entered from outside, into the sensor area, triggering the electrochemical corrosion. The log files of the reported of both cardiohelp devices were reviewed and the error messages "pven/pint/part sensor defective", and "t-art disconnected" could be confirmed with the first cardiohelp (sn 90413173) within the logs on the date of the event. The first cardiohelp was also later checked by a field service technician (fst), and the reported failure could not be duplicated. A medical consultation was performed by getinge medical affairs on 2024-08-02 with following conclusion: concerning corrosion in the hls-set: in general corrosion occurs when a liquid, usually containing electrolytes, comes into contact with electronic components. The process is accelerated if an electrical current is applied. As no relevant damages pertaining to the corroded sensor were detected in the lce investigation of the hls set, please contact lce on possible root causes; as the complaint narrative does not indicate the damages to have occurred from the intended use. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). The production records of the affected product were reviewed on 2024-07-24. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failures "pressure and temperature not reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).